Manufacturer narrative:
The express ld was returned for analysis. A visual examination of the returned device confirmed that the balloon was tightly wrapped and had not been subjected to positive pressure. No issues were noted with the balloon material. A visual examination found no issues with the stent. No issues were noted with the tip of the device. A visual and tactile examination identified a shaft kink approximately 38mm distal from the distal end of the strain relief.

Event description:
It was reported that stent damage occurred. The target lesion was located in the subclavian artery. An 8.0x30x135cm express ld vascular stent balloon expandable was selected for use. Upon opening the package, the stent was found to be damaged. The procedure was completed with different device. No complications were reported, and the patient condition following procedure was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the subclavian artery. An 8.0x30x135cm express ld vascular stent balloon expandable was selected for use. Upon opening the package, the stent was found to be damaged. The procedure was completed with different device. No complications were reported, and the patient condition following procedure was stable.